Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the force bipolar instrument were locked and unable to be opened by the surgeon. Non-intuitive motion was identified. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: the jaws of the bipolar instrument were locked closed. The issue occurred when the surgeon's head was inside the surgeon's console. The issue occurred when the surgeon was attempting to manipulate instruments. The failure was not related to the inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The arm would move, but the instrument would not open. No shakiness or friction occurred. The issue was persistent. It occurred when the arm was reset. The jaws were not stuck on tissue. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The device was inspected prior to use, with nothing out of the ordinary. No photographic images were available. The issue occurred 30 minutes into the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.